Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the logic board, power board and piston cylinder was observed. The device's logic board, power board and piston cylinder were replaced to address the issue. Device has been evaluated but not repaired. Device was returned to the customer un-repaired at the request of the customer. This report is being submitted as part of a program to retrospectively review possible device malfunction that did not involve any injury, to determine whether they are reportable under 21 cfr 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.